Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing, including displacement, rewind, basic occlusion, prime, and excessive no delivery test. No crack was noted on the display window or on the lcd glass. The device had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone, he was hospitalized due to high blood glucose of 1000 mg/dl. Customer stated he had gone to bed and in the morning he didn't wake up, paramedics were called and were taken to the emergency room. Customer was hospitalized for nine days and was released until blood glucose was back to normal. He was wearing the device at the time of the hospitalization. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to damage on the screen. Customer stated she could see the screen and it functioned correctly. He agreed to return the device for further analysis.